Event description:
It was reported that during a da vinci-assisted surgical procedure, someone saw sparks related to the 8mm monopolar curved scissors (mcs) instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tip moved properly. An electric continuity test was performed and passed. The instrument was fully functional. No product issue was identified. The instrument pass energy delivery. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to problems, including misuse of the product and recognition issues.